Event description:
After a firing of the plcr60gt, staples were malformed and partially placed. Another device was used.

Manufacturer narrative:
The reload was returned with the retention posts damaged, which indicate that the reload was not seated properly in the housing by the user. Evaluation summary: the plc60 performed as expected during inspection and operational test. The plcr60gt reload has damaged retention posts indicating the reload was not in the proper location in the housing when the plc60 was fired.